Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 0 mg/dl and was "incapacitated/unconscious through the event". Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Additionally, customer's continuous glucose monitor was unavailable due to a non-tandem sensor issue. Customer went to the hospital and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline, resolving the issue with no permanent damage. Tandem technical support (tts) educated the customer on insulin labeling. Multiple attempts were made by tts to obtain additional information; however, no additional information regarding this event was provided.